Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the latch on the air bubble detector (abd) broke. The abd was taped for the remainder of the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. A replacement part was installed by the user facility correcting the issue. Multiple diligence attempts were unsuccessful for part return. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.